Event description:
Customer reports to have received an unexpected restart alarm. Customer's blood glucose was unknown. During troubleshooting, alarm history showed a signal too low alarm and spanish anomaly alarm. Customer was advised to monitor insulin pump and to call should issue persist. No further information provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4)